Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, failure to sense, noise, and perforation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting, cleaning, and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. The reported events of failure to capture, failure to sense, and noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that, right ventricular (rv) lead exhibited oversensing noise. Upon review of chest x-ray, it was noted that lead had dislodged and exhibited failure to capture and failure to sense. The lead was explanted and replaced in a procedure on (B)(6) 2024, when lead perforation was also noted. There were no patient consequences.